Event description:
It was reported that during a revision laparoscopic nissen procedure, while on thick tissue that included sutures, the electrode lifted up from the device. Since it was the end of the procedure, another device was not used. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic was found cracked but still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.